Event description:
It was reported that during pre-dilatation in the moderately calcified distal circumflex artery, the 1.2x6 mini trek was inflated for 20 seconds at 10 atmospheres. During the second inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The catheter was removed from the anatomy and a new 2.5x12 trek dilatation catheter was used successfully to complete pre-dilatation. A non-abbott stent was deployed to complete the procedure. There was no reported significant clinical delay in the procedure and no adverse patient effect. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, return of the balloon catheter may have further aided the investigation. However, since there was no report of any leaks noted during preparation for use and the catheter was initially pressurized once without incident, this indicates that the balloon was not damaged prior to the procedure. The lesion was also characterized as mildly tortuous, moderately calcified and 90% restenosed, which likely contributed to the reported difficulty. The balloon material likely became damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured during a second inflation attempt. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this incident, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency.